Manufacturer narrative:
Product analysis (B)(4): analysis determined that the implantable neurostimulator (ins) was functional. Continuation of d10: product ID 3889-28 lot# serial# (B)(6), product type lead product ID tm90q0 lot# serial# (B)(6), product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  their communicator won't stay charged. Patient described communicator as only have a flashing blue light when plugged in. Had patient attempt to connect to ins during the call. Patient was able to connect to ins after going through switch communicator steps. Attempted to have patient check communicator battery on handset, patient was not able to find communicator battery information on handset. Patient mentioned that the cord they use to charge communicator has a split in it. Patient stated they noticed this around 4 weeks ago. Reviewed with patient communicator cord information. Email sent to repair to replace communicator charging equipment as patient may not be using correct cords. Reviewed with patient to check communicator battery light when they get new charging equipment and plug communicator in. Additional information was received from the patient. They stated their "chargers" (presumed external devices) were not working well. They took hours to charge. Additional information was received from the patient. They reported that the cause of the communicator not charging was determined to be due to the battery in their back needing to be repla ced. Replacing the external charging cords did not resolve their issue. When asked about the steps taken to resolve the issue they stated that they weren't sure and that they were waiting for a physician from their urologist. Additional information was received from the patient. They reported that they had had problems with the connector not connecting several times. They were sent devices twice. Their urologist had called and they met with someone but it still didn't connect. The battery had to be replaced. The battery in their back now connected. Their doctor called and they got it to connect. They called someone to meet with them and also felt the patient needed to go to a sleep study. They noted that they had received their appointment.

Manufacturer narrative:
Continuation of d10: product ID tm90q0 lot# serial# (B)(6): product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation anticipated but not yet begun. A supplemental report will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.